Event description:
It was reported that an alarm was heard however, telemetry had yet to be performed. The pump had been interrogated on 2013 (B)(6) and at that time indicated eri (elective replacement indicator) was less than one month. No symptoms or change in therapy had been reported. The device system was used to deliver morphine and bupivacaine. It was later reported that the alarm was sounding due to eri. The health care provider (hcp) was aware of the issue and the clinic was waiting for insurance authorization to proceed with replacement. It was reported that the patient was scheduled for an eri pump replacement. There were no problems with infusion however, the surgeon noticed granuloma like material in the soft tissue around the pump, a leak at the connector pin and under additional catheter examination, black material in the catheter. As a result, ¿everything¿ was replaced. It was reported the pump had been infusing correctly but the drug was subcutaneous. No diagnostic testing or troubleshooting was performed. It was also reported that there had been a catheter break and occlusion, the location of the issue being the connector pin. An aspiration issue was also reported; the catheter was full of black material and was leaking at the connector pin site as previously reported. The granuloma type material was in the soft tissue around the catheter break. There were no reported symptoms or complications associated with the event. The patient status at the time of the report was listed as ¿alive ¿ no injury¿. After the replacement, the health care provider (hcp) ¿cut the patient¿s dose down¿.

Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8709, lot# l64781, implanted: 1999 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found high resistance of the battery. Analysis of the partial unknown catheter that was returned found the catheter body to be broken.

Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. Product ID neu_unknown_cath, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.